Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noisy signals. Troubleshooting was performed and it was suspected that the noise pattern was caused by air in the seal plug. The inappropriate shock was delivered in alternate vector, and the device was reprogrammed to primary vector. The noise was unable to be reproduced in alternate or primary vector. Device sensing and therapy were programmed off. Sensing and therapy would be programmed on after a few days and re-evaluated in clinic with various movements to see if the noise was reproducible. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.